Event description:
About 30 seconds after the o2 supply line was connected to the tank regulator that was mounted on an o2 k-cylinder, the external inline filter ruptured and pieces of plastic flew in all directions. A nurse was in the room along with the respiratory director at the time but no one was injured by the flying plastic. Event occurred in the respiratory department which was being utilized for training purposes.

Manufacturer narrative:
The concerned external in-line filter is placed in the o2 supply line which is connected to the evita ventilator on one side and on the other side to the tank regulator that was mounted on an o2 k-cylinder. Gas flows from the cylinder through the pressure regulator, then passes the filter and comes to the evita gas inlet. The evita posted a blender inoperative alarm after the event. The evita has no influence on the filter or on the pressure in the supply line, the evita only takes up the gas which is delivered through the o2 supply line. The manufacturer whatman inc. Of the in-line filter is informed by drager medical about the event and requested to perform an investigation.